Event description:
Information received indicates tht equipment had been working at maximum speed for 1 hour when the bioconsole stopped during intervention. A hand crank was used until a replacement product was in place. There was no effect to the patient at the time of the changeout nor as a result of this event. Following the change-out, after approximately an hour, the initial bioconsole was tested and worked as expected.

Manufacturer narrative:
Analysis: the product has not been received at medtronic for analysis. Without device return, evaluation is limited and no results can be provided. If the product is received and results show a cause for the event, a supplemental MDR follow-up report will be sent to FDA. No subsequent patient complication has been reported. Conclusion: no patient event and no device return. No conclusion can be drawn for the reported problem.